Manufacturer narrative:
At this time the manufacturer was unable to retrieve details regarding the device information. Therefore, possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, asthma (new or worsening) and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, asthma (new or worsening) and lung disease. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 32 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box d: product brand name, FDA product code, common device name, model number, catalog item identifier, serial number and product UDI has been updated. Box g: 510k has been updated. Box h: manufacture date and recall (z) number has been updated. Section h6 has been updated.